Manufacturer narrative:
This failure could not be verified due to no product being returned for eval. A root cause is unable to be determined; therefore, no corrective actions will be taken.

Event description:
The newborn received saline solution in infusion pump. The saline solution was paused, the catheter was washed with 1ml saline solution 0,9% without resistance. Installed cefaloxema during 20 minutes, the gripper of burette of medication was closed and the access was washed with saline solution 0,9% 1,0ml without resistance. Installed again saline solution, the pumper was changed by mother and it was observed dirtiness in the catheter insertion. Nurse was requested to salinize the PICC and observed PICC rupture. Catheter was taken out.